Event description:
A 4 mm diameter x 18 mm length racer biliary stent system was inserted into a patient for the treatment renal artery lesion. The vessels was moderately calcified with moderate tortuosity. It was reported that the physician had positioned the 6 french rdc guide catheter parallel to the renal artery and attempted to advance the stent delivery system into position for placement. While the physician was advancing the delivery system. The guidewire lost positioning and exiting into the aorta. The stent delivery system was advanced simutlaneously as the guidewire lost positioning, resulting in the stent delivery system outside of the guide catheter and in the aorta. The physiciand pulled the stent delivery system back into the guide catheter and the stent hit the edge of the guide catheter, stripping the stent off of delivery balloon prior to inflation. The stent delivery system, guidewire and guide catheter were removed from the patient. The physician changed guide catheters to an 8 french guide catheter. The loose stent was successfully snared from the patients aorta vascular. The stent and delivery system were discarded by the user facility. The physician implanted another racer of the same size with successful results. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
H.6.: evaluation results: unapproved used of device (device is intended for use in the biliary tree). Pt's condition affected effectiveness of device (moderate calcification and moderate tortuosity). Inherent risk of procedure (stent dislodgement). Evaluation conclusion: device failure related to user handling (unapproved use of device and device is undicated for use in the biliary tree). Device failure/lack of effectiveness related to pt's condition (moderate calcification and moderate tortuosity).